Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the black box shows pump was running on year 2007. A manual date/time change was observed from (B)(6) 2007 04:52 to (B)(6) 2014 16:54. Typical usage alarms observed in alarm history. The total daily dose adds up correctly. No alarms occurred during 24 hour duration testing. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The display screen has a pinkish contrast; the screen is still able to be read. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter and patient contacted animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) was 500mg/dl with feeling awful and extremely dehydrated. The patient was taken to the emergency room. In the emergency room the patient was put on IV insulin and fluids and the patient removed pump. The reporter stated that the patient had elevated wbc count and ketoacidosis. The reporter stated that the patient has multiple sclerosis. The reporter stated that they felt like the pump was not working. This report is being made because of the blood glucose incident the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.